Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the motor power of the compact air drive device was too low and the reverse locking mechanism was blocked. It was noted that the motor was too weak, and the reverse trigger was defective. It was further determined that the device failed pretest for check the power with test bench, check triggers for forward / reverse mode, check for air leak, and check reverse locking mechanism. It was noted in the service order that the unit was ¿spoiled¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.